Event description:
It was reported that the physician handheld was not holding a charge. The physician indicated that the handheld had been plugged in overnight and that hard resets had been performed; however, the device would still not hold a charge. It is unknown if any other troubleshooting has been performed. The physician was provided a new handheld and the old handheld is expected to be returned to device manufacturer for analysis; however, the handheld has not been returned to date.

Event description:
It was reported that the handheld was stored in a safe place with no metal objects stored near the device. It was also reported that the handheld was not stored in a warm environment. The handheld and flashcard was returned for analysis on (B)(4) 2013. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications as evaluated through (B)(4).